Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right atrial (ra) lead exhibited high out of range pace impedance measurements. The system remains in service and the physician plans to continue monitoring the lead measurements. No adverse patient effects were reported.